Event description:
Boston scientific received information that this patient presented to the hospital with chest pain. Upon evaluation it was found that the right ventricular (rv) lead had perforated the heart wall and a pericardial effusion had developed as confirmed by echocardiogram and CT scan. Loss of capture (loc) and diaphragmatic stimulation at high output were also observed; however, the patient experienced no resulting asystole. A revision procedure was performed wherein the rv lead was repositioned without complication and the patient later discharged. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.